Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during a bolus. Customer's blood glucose level was 18 mmol/l. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Motor error occurred 4 times in the last 30 days. Customer does not use the sensor feature. Customer was not able to rewind. Customer was advised to remove the pump battery to prevent continued alarms. Customer was asked to return the pump for analysis. Insulin pump will need to be replaced. No additional information provided.